Event description:
It was reported that, at the time of this report, the patient had infection and the pump hadn¿t worked. The patient never experienced therapeutic. Since implant, it hadn¿t helped that much. The patient got pneumonia immediately after the pump was implanted, which was ¿bizarre¿. The morning after the pump was implanted, a spinal cord leak occurred and lasted until two days later. Right after having pneumonia and the spinal cord leak, the patient ended up with something that ¿attacked every single joint¿. Every joint of the patient¿s swelled and ¿she was huge¿. The patient had never had problems with her knees, but all of the sudden this happened and that is when all of the ¿fevers and stuff¿ started. The patient could hardly walk. The patient experienced an allergic reaction to antibiotics when she took medication to help with her joint swelling and fevers. The patient got ¿deathly sick¿ when she took this medication. The reporter did not provide the name of the antibiotic. The patient¿s most recent infection started on ¿last saturday¿. The infection looked like shingles and was on the back of her leg. All of the patient¿s issues started after the pump was implanted and the cause could not be determined. At the time of this report, they were trying to look at every angle and determine what was going on. The patient¿s disease infection doctor wanted to know what materials and components that the pump was made of. It was noted that the patient¿s pump was implanted because she had arachnoiditis and ¿chadochlana¿, a spinal cord injury. The patient was disabled. Her disease caused her to have problems with her bowel and bladder. The device system was used to deliver morphine. The cause of the event, troubleshooting/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).